Event description:
Pt was referred for native aortic coarctation. Pt had had repair of an aorto-pulmonary window, at 12 months a surgical closure of an atrial septal defect and at 7 years a left pneumonectomy. During the first years of life aortic coarctation was not discovered. At presentation pt had systemic hypertention and superior-inferior limb gradient of 30 mm hg. Echocardiography and magnectic resonance imaging confirmed aortic coarctation. Direct stenting of the coarcted segment was performed utilizing a palmaz 308 stent mounted on a 18m balloon. After stenting there was no residual gradient and the profile of the oartic hysthmus was regular.